Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned on this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract surgery an ophthalmic handpiece exhibited no phacoemulsification power. Surgery was completed with another handpiece with no report of patient harm.

Manufacturer narrative:
Additional information is provided in sections d.4, d.9, h.3, h.6 and h.10. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the phaco handpiece (hp) was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The hp was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned handpiece was connected to a calibrated system. The handpiece tuned successfully; however, system message displayed when attempting a five-minute burn-in with the system set at 100% ultrasonic and torsional power. Disassembling the handpiece revealed moisture ingress within the electrode chamber. The root cause of the reported event can be attributed to moisture ingress causing the high electrode too ¿short¿ to ground. However, how or when moisture entered the handpiece remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).